Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a long segment of barrett's esophagus (6 cm) containing intramucosal adenocarcinoma. After a secondary focal ablation, a mild stricture was noted and dilated. Per the physician, the severity of this event was mild, relationship to the device procedure was probable, and there was no device malfunction.